Event description:
Initial info received from a physician on 17-aug-2010. A physician reported having previous pts who experienced nodules nos after treatment with poly-l-lactic acid (sculptra, lot# and exp date unk). No further relevant info reported.

Manufacturer narrative:
Important medical event.